Manufacturer narrative:
This analysis is based on information provided by the user. The product was discarded and no photos were provided. Manufacturing related documentation for this product charge was reviewed and did not reveal any deviations from product specifications. Full-thickness resection was attempted but the clip was not deployed by handwheel turn. The user informed us that the resection had failed previously in another procedure due to the heavily scarred lesion. Lf the tissue is scarred, more force than usual may be necessary to apply the clip. Instructions for use state that the clip release ring must be observed during clip deployment for visual confirmation before resection. In addition, the use of this instrument enquires mandatory training for the physicians by us as the manufacturer or our designated partners which could not be verified in this case.

Event description:
Planned full thickness resection (ftrd) of a caecal polyp with dysplasia, involving the appendiceal orifice. The ovesco clip was not deployed following activation of the hand wheel, and a perforation was subsequently identified. The perforation was closed during the procedure.